Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient activated the pod and did not hear the click sound. The patient also did not feel the needle insert, indicating that there was likely a needle mechanism failure. No further details to report.